Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to a vibratory alert from the device. An interrogation was performed, and it was discovered that the right ventricular lead exhibited high impedance and intermittent sensing. It was noted that there was a connection problem with the lead in the header. The lead was successfully repositioned. The patient was in stable condition.